Event description:
It was reported that the lag screw step drill was not sharp, so it took time more than usual. The operation finished as expected, and there was no injury or intervention required due to this event.

Manufacturer narrative:
Device will not be returned. Additional info has been requested and if received, will be provided on a supplemental report.